Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin intraperitoneally (ip) (dose and frequency not reported) and ancef ip (dose and frequency not reported). The patient was discharged from the hospital three days after hospitalization. At the time of this report, the antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested and was not available at this time. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).